Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that 10 hours after successful placement of the subject stent, major brain stem hemorrhage occurred, resulting in the patient's death. No further details were provided.

Event description:
It was reported that 10 hours after successful placement of the subject stent, major brain stem hemorrhage occurred, resulting in the patient's death. No further details were provided.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.